Event description:
It was reported that a user experienced hyperglycemia after a supply change, with cgm readings peaking at 303 mg/dl for about six hours and fingerstick confirmation at 205 mg/dl; the user later disclosed a breakfast meal with coffee and a donut, and the ilet delivered correction insulin that reduced glucose to 196 mg/dl without the need to change supplies. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with confirmation of appropriate infusion set function and cgm usage. Investigation of this case revealed no device malfunction, with glucose correction occurring as expected through the ilet, and the event consistent with hyperglycemia of unclear cause possibly related to meal intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.